Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced different high blood glucose level 300, 332, 356, 350, 365, 366, 342 and 435mg/dl. Customer high blood glucose was 435mg/dl. The customer had no any symptoms customer current blood glucose was unknown treated with insulin pump. Based on customer report customer did not allege pump was for under delivery. Troubleshooting was performed. The insulin pump will not be returned for analysis.